Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptoms such as headaches. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared loose and severely indented. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report. The hospitalization event has been reported under manufacturer report number 3004209178-2017-89970. The insulin pump passed functional tests including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was communicated properly with blood glucose meter. The insulin pump passed the delivery accuracy test. The insulin pump had a cracked case at display window corner.